Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) levels of 1400 u/l, as well as elevated creatinine and enzymes. The patient was already being monitored for suspected pump thrombus they were already aware of based on a computed tomography (CT) scan performed in (B)(6) 2021, which revealed thrombus in the outflow graft. At the time of admission their ventricular assist device (vad) parameters were stable. Overnight the patient had multiple low speeds, pump off events, and low flows, all while connected to wall power. They were switched to battery power and the alarms resolved. Technical services performed a review of the log files and confirmed the low speeds and pump off events occurred on (B)(6) 2021 at 12:58 am through 1:27 am while connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was sent home on an ungrounded cable. It was unable to be repaired due to a previous repair so there was not enough distance from the exit site. The patient was not a candidate for a pump exchange.

Manufacturer narrative:
The known thrombus from (B)(6) 2021 was reported in MFR report # 2916596-2021-00831. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the submitted log file submitted confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. In addition, a direct correlation between (B)(6), and the reported elevation in lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. It was reported that the patient was admitted on (B)(6) 2021 for elevated ldh. The patient previously had suspected pump thrombus (MFR # 2916596-2021-00831) and was being monitored. The submitted log file contained data from (B)(6) 2021. The file captured low speed events and transient pump stop events on (B)(6) 2021 with associated low speed hazard and low flow hazard alarms. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a power module. It was later reported that the patient had dark urine and no other symptoms. No aggressive treatment was given. The patient was not a candidate for a pump exchange, and a driveline repair was not possible because there was not enough distance from the exit site due to a previous repair (MFR# 2916596-2020-04286). The patient was sent home on an ungrounded patient cable and remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the patient¿s original driveline s/n (B)(6) and repaired driveline s/n (B)(6) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU), and patient handbook, are currently available. Section 1, ¿introduction¿, of the IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.